Event description:
A home pt contacted baxter's technical service center for assistance during fill 1 of her automated peritoneal dialysis therapy. Per initial report, the home pt noted that the pt line of the homechoice set was filled with air. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report.